Event description:
It was reported that the lead exhibited noise.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
Final analysis found that two pieces of the lead were returned. The distal end of the lead was not returned. The proximal insulation was damaged at 9.2 cm from the connector pin. Insulation damage was also seen on the other returned lead portion. The damage on the proximal insulation could create a short between the generator and proximal coil which could cause a noise problem.